Event description:
The needles do not come out of their sheaths without major force. One stripped the luer lok off the syringe. One took so much force it went flying. The third hit my hand on the way out. None stayed sterile. I was issued one needle per dose and because of the poor quality they cannot be used. Reference reports: mw5154694, mw5154696.